Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm any malfunction/determine if device behavior could have contributed to the reported hyperglycemia and diabetic ketoacidosis with hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The patient's mother reported that her daughter's blood glucose reached 349 mg/dl after wearing the pod between 4 and 24 hours. The patient was taken to an emergency, then transferred by ambulance to another hospital and admitted for two days. She was diagnosed with dka (diabetic ketoacidosis), treated with IV fluid, dextrose and multiple daily injections of insulin.

Manufacturer narrative:
The returned product was determined to be operating as expected during evaluation and could not be conclusively attributed to the reported event.